Event description:
According to the reporter, during use, the unit was found to have an abnormal high-frequency leakage current. In order to avoid injury to the patient, the engineer immediately disassembled the machine and found that the internal dust was excessive. Dealt with the dust in time and resumed normal use. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.